Event description:
It was reported that the right ventricular (rv) lead exhibited consistent loss of capture (loc). The right ventricular automatic threshold (rvat) had been suspended due to low evoked response and rv pace impedance measurements have lowered to where they had been trending. The patient had an escape rhythm of 45 beats-per-minute, and asystole of greater than two seconds was not found. The rv lead was later explanted and replaced due to product performance issues. No additional adverse patient effects were reported. Additional information was received indicating this old rv lead had been dislodged. The patient presented to the emergency room not feeling well. After the loc was noted, x-ray imaging confirmed this rv lead had been dislodged. Subsequently, this rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited consistent loss of capture (loc). The right ventricular automatic threshold (rvat) had been suspended due to low evoked response and rv pace impedance measurements have lowered to where they had been trending. The patient had an escape rhythm of 45 beats-per-minute, and asystole of greater than two seconds was not found. The rv lead was later explanted and replaced due to product performance issues. No additional adverse patient effects were reported. Additional information was received indicating this old rv lead had been dislodged. The patient presented to the emergency room not feeling well. After the loc was noted, x-ray imaging confirmed this rv lead had been dislodged. Subsequently, this rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited consistent loss of capture (loc). The right ventricular automatic threshold (rvat) had been suspended due to low evoked response and rv pace impedance measurements have lowered to where they had been trending. The patient had an escape rhythm of 45 beats-per-minute, and asystole of greater than two seconds was not found. The rv lead was later explanted and replaced due to product performance issues. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited consistent loss of capture (loc). The right ventricular automatic threshold (rvat) had been suspended due to low evoked response and rv pace impedance measurements have lowered to where they had been trending. The patient had an escape rhythm of 45 beats-per-minute, and asystole of greater than two seconds was not found. The rv lead was later explanted and replaced due to product performance issues. No additional adverse patient effects were reported. Additional information was received indicating this old rv lead had been dislodged. The patient presented to the emergency room not feeling well. After the loc was noted, x-ray imaging confirmed this rv lead had been dislodged. Subsequently, this rv lead was replaced. No additional adverse patient effects were reported.